Manufacturer narrative:
Two controllers were returned for evaluation. (B)(4) was not returned for evaluation as it remains implanted. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Review of the log files confirmed the reported vad disconnect and electrical fault alarms on the two controllers. Analysis of (B)(4) revealed that the controller failed to meet specifications. The controller passed visual inspection but failed functional testing due to an intermittent pump motor control (pmc) integrated circuit failure. (B)(4) failed to meet specifications as well; the controller passed visual inspection but failed functional testing due to an intermittent mosfet failure. There are no apparent contributing clinical factors to the reported event. The most likely root cause of the vad stopped alarm can be attributed to an intermittent mosfet failure. The most likely root cause of the electrical fault alarms is an intermittent failure of a component on the pmc board of the controller. Heartware has opened an internal investigation to further evaluate situations when the pump is unable to restart. This is one of three reports (3007042319-2015-01906, 3007042319-2015-01907 and 3007042319-2015-01908) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always investigate, and if possible, correct the cause of any alarm. Silencing an alarm does not resolve the alarm condition. An electrical fault is a fault in the continuity of the pump to controller electrical connection triggers this alarm. The fault could be in the hvad® pump motor, driveline and connector, or within the controller. The audio portion of this alarm can be permanently disabled via the monitor. When this alarm condition occurs, the hvad® pump will be running on a single stator and will consume slightly more power. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of three reports (3007042319-2015-01906, 3007042319-2015-01907 and 3007042319-2015-01908) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by the vad nurse that the patient was sitting on the toilet and had a" vad disconnect" alarm. The patient's connections were checked and the locking mechanism secured. The patient went back to his room and reportedly remained hemodynamically stable. His primary controller was exchanged to his back-up controller, but the pump did not restart and he received an "electrical fault" alarm. An emergency back-up controller was connected to the pump and the pump successfully restarted. After this exchange, the driveline cable was re-checked. No defects were visualized. A new primary controller and secondary controller were programed and the temporary controller was replaced by the new primary controller. After exchange to the new primary controller the driveline connector pins were inspected. No contamination or recessed pins were noted . The patient's new primary controller started without any problems. Of note, the patient was asked to recall anything that may have contributed to the reported event but denied any pulling force on the controller and driveline connection/ cable, any history of falling, or prior occurrence of the driveline cable getting caught on a door handle. There are only reports of past driveline sheath repairs. There was no reported patient injury. Both controllers ((B)(4)) were received by the manufacturer on 07/24/2015. Investigation is ongoing. This is report 2 of 3.